Manufacturer narrative:
A correlation between the device and the reported event of suspected device thrombus could not conclusively be established through this evaluation. The patient remains on the device awaiting transplant. The instructions for use list thrombus as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the care of this patient was transferred to this hospital and a transplant assessment was performed. The patient was then admitted and listed as 1a for a heart transplant due to suspected pump thrombosis. The patient¿s lactate dehydrogenase level was 800 u/l, and the patient was also experiencing right ventricular dysfunction. The patient was treated with milrinone. It was reported that an echocardiogram was performed, and that the results were inconclusive. On 04/17/2017, the vad coordinator reported that the patient is still admitted, and waiting for a transplant.